Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead indicated high out of range shock impedance measurements. Boston scientific technical services (ts) indicated the out of range readings were likely related to a device limitation with how high it can measure shock impedance measurements. The patient will continue to be followed appropriately. No adverse patient effects were reported.